Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful and there were bubbles in the tubing. Per reporter residual volume was: 6.6. No adverse patient effects were reported. No additional information is available at this time.